Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a broken filter, designator fl29.

Event description:
The customer initially reported that the user test on their device was failing. After an evaluation of the device, it was observed that the device had a partial loss of defibrillator output energy due to a loss of the positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. The device also logged multiple event codes related to the observed symptom. There was no report of patient use associated with the reported issue.